Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you provide the product code and lot # for the suture that was used on the patient? No, this event is 12 years ago. What was the initial procedure name? Surgical removal of a mole. Has the patient shown any consequences as a result of the event reported? No, the suture is still inside the patients tissue. Provide details on the upcoming surgery, is it related to any medical or surgical intervention due to the initial procedure? Upcoming surgery is a removal of a mole as well but on a different body region. Patient current condition? No information.

Event description:
It was reported that a patient underwent a surgical procedure to remove a mole 12 years ago and suture was used. Up to now the suture has not been absorbed. The topic had come up when the women talked to a surgeon about an upcoming surgery. Additional information was requested.